Event description:
The customer reported the system left monitor was not functioning. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.